Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Correction to h4, information was inadvertently not included on the initial medwatch. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the fiber sense was faulty and the fibers could not be recognized. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred due to a faulty fiber sense. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Reports are being submitted on the laser system and single use fiber used during the procedure. Please refer to the following reports: patient identifier of (B)(6) is related to model number: tfl-fbx200bs, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: tfl-pls, serial number: (B)(4). This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the soltive premium superpulsed laser system started smoking from the port where the 200 micron tfl ball tip single use fiber was connected. The issue occurred during a therapeutic retrograde intrarenal surgery to remove a 8 mm store in the kidney. The use of the laser was finished when the smoking occurred. The laser had been used on and off for approximately 10 minutes. After the smoking occurred, the laser was stopped and removed. When trying to remove the fiber, it broken near the plug that was connected into the laser system. The customer noted the fiber smelled burned. The procedure was prolonged about five minutes. There was no reported patient harm or impact due to this event.